Event description:
It was reported that 20 syringe 30ml ll s/c 56 experienced a broken/damaged plunger on separate occasions but the date/time and patient information is unknown. The following information was provided by the initial reporter: bd 30ml syringe luer lok tip (302832) plunger defect. Broken plunger.

Manufacturer narrative:
Investigation summary: four (4) samples and two (2) photos were provided by the customer for investigation. The four (4) samples were visually examined and all four (4) were found to have pieces broken out of one of the plunger rod ribs. The two (2) photos provided by the customer show a syringe with a plunger rod pulled back showing a piece of one of the plunger rod ribs missing. The syringe is next to an empty blister pack showing the product information. The second photo show a closer view of a syringe with the plunger rod pulled back showing a piece missing from one of the ribs. Plunger rods are fed through a chute to the assembly process. If the chute is empty, the plunger rods can experience excessive force when falling through the entire chute causing damage to the ribs. A sensor was installed on the chute to determine if the chute is empty. When the chute is full, the plunger rods do not slide the entire length of the chute and have a reduced risk of damage. The sensor will not allow plunger rods to automatically feed into the chute unless it is full which reduces the risk of damage. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 20 syringe 30ml ll s/c 56 experienced a broken/damaged plunger on separate occasions but the date/time and patient information is unknown. The following information was provided by the initial reporter: bd 30ml syringe luer lok tip (302832) plunger defect. Broken plunger.